Manufacturer narrative:
This medwatch is for advantage system 2. A separate medwatch has been submitted for advantage system 1.

Event description:
Customer reported blood glucose results of 41 mg/dl using advantage system 1, 188 mg/dl using this system, advantage system 2, and 61 mg/dl advantage system 1, all within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.